Manufacturer narrative:
Updated fields: lot #, serial #, exp. Date, manufacture date. Device evaluation: the reported iab lot # 3000377702 but returned iab lot # 3000376671 and the returned iab was evaluated. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter. The sheath was not returned for evaluation. Two kinks were found on the catheter tubing near the y-fitting approximately 75.9cm and 76.2cm from iab tip. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Initial reporter: (B)(6) the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4).

Event description:
It was reported that during insertion the intra-aortic balloon (iab) would not fit through the sheath. There was no patient harm or adverse event reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).